Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The submitted log file contained events and data from (B)(6) 2023 through (B)(6) 2023 and captured persistent, silenced driveline fault alarms. Despite these events, there was no interruption in pump function and the pump appeared to operate as intended throughout the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the heartmate ii IFU, as well as sections 4 and 6 of the heartmate ii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the heartmate ii IFU and section 5 of the heartmate ii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline fault was not new and has not progressed since last known event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for a patient with a known driveline fault. The log files captured the ongoing driveline faults. The driveline fault issue had not affected motor function during the recent submitted log file on (B)(6) 2023. In reference to the driveline phase data, it appears the green wire may be broken. All the other wires are functioning as intended. No pump stops or low speed advisories were noted. Onset of driveline fault was reported under MFR# 2916596-2020-03622.